Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No unexpected beeping anomaly or black circle anomaly was noted on the screen. Unable to verify the battery out limit or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the button keypad anomaly. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had difficulty with her insulin pump. Customer stated that the keypad was not working and she had a battery out limit alarm. Customer was unable to clear the alarm and stated that the pump is beeping. Customer took the battery out and the pump was still not working. Customer stated there is a black circle on the pump. Customer stated that she does not have a back-up plan and the customer has her insulin pen. Customer stated that she feels fine now but the last time she checked her blood glucose, it was high this morning at 405 mg/dl. Customer could not troubleshoot for the battery out limit alarm since the pump is not working. Customer stated that she treated this morning and the pump was working fine at the time. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.